Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The field service representative (fsr) observed smoke coming from the cell-dyn emerald analyzer during a preventive maintenance verification. There was no visible fire noted. The fsr indicated the issue was with the emerald cpu board and replaced the board. There were no injuries reported.